Event description:
It was reported that the programmer did not allow the analyzer to work. A second analyzer was also tried but that did not work either. The programmer and both analyzers were returned to service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the programmer would not allow the analyzer to work. The connection between the analyzer and programmer was loose, as a result the flextape connection was replaced. It was also noted that the screws were loose from the keyboard, the keyboard hinges were broken, the bay door latch was missing due to damage, and the systems fan was noisy.